Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: boston scientific ablator, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for supraventricular tachycardia (svt) with a carto 3 system and suffered death. Issue # 1: when the patient was set up, noise from the 12 lead ECG was being displayed on the carto 3 system and recording system. Patient was re-patched and connections were checked with no resolution. In the right ventricle, there was significant artifact in the distal electrodes. Cable and catheter were replaced with no resolution. Carto 3 system was rebooted, cables were reseated, and the carto 3 system was connected to a new grounding cable. Issue seemed to resolve for a few minutes but then resumed. Caller reported he did not have a spare 12 lead ECG to troubleshoot the issue, but the leads were connected to the recording system and the issue persisted. The ¿bear hugger¿ was repositioned without resolution. Catheter was replaced with a boston scientific ablator and the issue continued. Caller requested that the fse follow up and evaluate the system. It was noted that the case was not successfully completed due to the noise issues. Issue # 2: at an unspecified point post-procedure, the patient expired. It is unclear if this occurred in transit or during a procedure at a different facility. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for supraventricular tachycardia (svt) with a carto 3 system and suffered death. A field service engineer (fse) went on site, but was unable to reproduce the noise issue. All signals displayed properly on the carto 3 system. A preventative maintenance service was performed, and all system tests passed. The body surface cable set and dual ECG out unit were both replaced as part of troubleshooting. The fse stayed on site to provide support for the next case, and the reported issue was not duplicated. The case was completed successfully, and the system was confirmed to be operational. The history of customer complaints associated with carto 3 system #14597 was reviewed. One (1) out of 22 additional reported complaints may be related to the reported issue. A device history record (DHR) review was performed by the manufacturer, and no anomalies related to the reported issue were noted in the manufacturing or servicing of this equipment. The customer complaint could not be confirmed.